Manufacturer narrative:
This supplemental report is being submitted to provide the date new information was received and the type of report; provide the type of reportable event, provide the type of follow-up, update the event problem and evaluation codes; and provide additional manufacturer. After several attempts were made to obtain the catheter referenced in the initial report, it was not returned to siemens; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined. Based on trend analysis, the probable cause of the reported phenomenon could be stack damage or saline contamination due to user error. (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented. (B)(4).

Event description:
Siemens medical solutions, USA, inc. Received a medwatch report # (B)(4) with the following event description: "when the catheter was connected to the cable, there was no image displayed on the monitor. Trouble shooting was unsuccessful. The catheter was removed and a new catheter was used. There was a good quality image with the new catheter. No injury to the patient." Multiple attempts were made via email and telephone to obtain additional information regarding the reported phenomenon but with no results.